Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the mid left anterior descending artery (mlad). A 2.5x15mm nc trek neo balloon dilatation catheter (bdc) was attempted to be used for vessel dilation; however the balloon was noted to rupture during the first inflation at 6 atm. The ruptured bdc was replaced with a new trek bdc and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.